Manufacturer narrative:
Sections with additional information as of 04-mar-2025: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Sections with additional information as of (B)(6) 2025: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 17-dec-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated she had not yet received the replacement products. Customer stated she did not have any more of the pen needles to return to manufacturer but would send back the empty box.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that the 32g pen needles did not accurately dispense the insulin. Customer stated that she has to inject 20 units but sometimes the pen needles were dispensing only 10 units and sometimes 14 units. Customer stated the box is empty but the issue had occurred with at least 3 or 4 of the pen needles. The package had not been open or damaged when received by the customer. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.